Event description:
Additional information: explant date (B)(6) 2012.

Manufacturer narrative:
Product ID 3889-28, lot# va005t1, implanted: 2012-(B)(6), product type lead; product ID 3889-28, lot# va005t1, implanted: 2012-(B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient's device was removed due to infection. Additional information has been requested, but was not available as of the date of this report.